Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as fold flaw opening. As per the investigation procedure crease and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported left side rupture confirmed via MRI. Device has been explanted.

Event description:
Healthcare professional reported left side rupture confirmed via MRI. An anterior capsulectomy was performed during explant/replacement surgery.

Event description:
Healthcare professional reported left side rupture confirmed via MRI. An anterior capsulectomy was performed during explant/replacement surgery.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.